Event description:
It was reported that during a surgical procedure on (B)(6) 2025, [related manufacturer reference number: 3006705815-2025-05642; 3006705815-2025-05643; 1627487-2025-03814] the patient's system was explanted due to infection at both the ipg and lead sites. The patient was prescribed antibiotics.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was prescribed antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.